Manufacturer narrative:
The cause for the false negative advia centaur xp troponin ultra results and quality control out of range results is unknown. The customer had initiated the new protocol of calibrating and performing quality control on each new troponin reagent pack. The operator at the time did not observe the out of range quality control results when the patient results were reported. The troponin reagent readypack is not available for further investigation. The customer has decline a field service visit and is running a new troponin reagent lot without issue and suspects operator error. No conclusion can be drawn. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high.) A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: - verify that the materials are not expired. - verify that required maintenance was performed. - verify that the assay was performed according to the instructions for use. - rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." File attachments the instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.

Event description:
False negative advia centaur xp troponin ultra results were reported and considered discordant when compared to repeat positive troponin test results. The customer's quality control results were out of range, however this was not noticed by the operator at the time and patient results were reported. The issue was not discovered by the customer until the next shift when quality control levels were run and the results were out of range. The troponin assay was recalibrated on the same troponin reagent pack and the quality control results were acceptable. The customer performed repeat troponin testing for the patient results that were reported when quality control was out of range and corrected reports were issued. There is no known report of adverse health consequences due to the discordant negative advia centaur xp troponin ultra results.